Event description:
A malfunction alarm was reported when a pump declared alarm 20 during the load process. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.